Event description:
The reporter indicated that the patient experienced an increase in seizure since the vns generator was activated. It was reported that prior to the vns implant, the patient had about 2-3 grand mal seizure per month. The patient has had 3 grand mal seizures since the device had been turned on; the device had been on for approximately one week. Further follow-up revealed that the grand mal seizures subsided; however the absence seizures have increased. It is unknown if the increase in above the patient's pre-vns baseline seizure frequency.the cause of the increase in seizures has not been determined; this event is still under investigation.